Event description:
It was reported that by provider that one of the rear wheels on the trex28rp wheel chair was damaged out of box. Provider states that the wheel was damaged and some of the spoke were broken. Provider states no damage to the outside of the box.